Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the customer was able to withdraw 70-180 units of insulin from the cartridge when the pump indicated that insulin was low. Prior to the call with tandem technical support, the customer loaded a new cartridge successfully and received an accurate fill estimate. The customer's blood glucose level ranged from 80-160 mg/dl.